Manufacturer narrative:
Concomitant medical products: product ID: neu_perc_extension, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The trial patient, via the manufacturer representative, reported that when changing dressings, the percutaneous extension was accidentally cut. Stimulation stopped, therefore the patient switched off the external neurostimulator. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.